Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer feedback stated that they experienced retrograde flow (backflow) of fluid leading to under infusion with the bd check valve. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
External ref (B)(4). Material no: unknown batch no: unknown. It was reported that the clinician encountered retrograde flow (backflow) of fluid leading to under infusion and leakage with the bd check valve. Clinician experienced: retrograde flow (backflow) of fluid leading to under infusion-leakage; when you infuse something punctually through that valve by screwing it in, it gets squeezed hard and the material ends up cracking and dripping through the crack that has been created not resulting in patient harm. Please see attached excel sheet for additional information.